Event description:
At first, it was lots of back pain, sharp intense abdominal pain, then it was blood clots during my cycle, very heavy cycle, cycle off schedule, neck pain, nerve problems (shooting pains thru out my hips and legs) shooting pain and pressure in my pelvic, no sex drive, stress, depression, anxiety, headaches. Then I had them removed and my cycle went back to normal, no more pain in my abs and pelvic and weight gain. To this day, I have degenerative disc and degenerative joint disease, bilateral formation, pinched nerves in back and neck, bulging disc, hemorrhagic cyst, kidney cyst, bone spurs, osteopenia. I was very much in shape and healthy before I got these in me, now my days are painful, stressful and can't do anything for my kids, nor play with my kids. And I have a huge fear of medicines and emergency rooms.